Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0113-03s, serial/lot: (B)(6), h6: the rbt device was returned for product analysis. The analysis determined that the rbt was out of calibration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that after calibration, the guidance system was tested for accuracy. The resulting target was deviated from the original registered target but was still within range. For precautionary reasons, the guidance system would be returned. There was no patient involvement.